Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(6) market on (B)(6) 2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models (B)(4). Therefore, on (B)(6) 2015 the voluntary recall was expanded to include these additional lens models. Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. Zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmic surgeon reported postoperative inflammation and hyperemia following an intraocular lens (iol) implant procedure. The symptoms recovered following initial medical treatment. Bacteriological testing was not performed. The clinical judgment of the inflammation was determined to be noninfectious. Product sample is unavailable for return as it remains implanted.